Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet device, resulting in a cracked screen and a nonresponsive touchscreen, and the user transitioned to backup therapy while awaiting a replacement. Symptoms included no adverse health effects, and blood glucose was not affected. Outcomes included no hospitalization and no medical intervention beyond replacement logistics. Investigation included a review of the event description and device status based on user report and receipt of the returned device. Investigation of this device revealed a device mechanical damage to the display/touchscreen consistent with accidental physical impact, with no indication of device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.